Manufacturer narrative:
One used device was received for evaluation without its original packaging. Visual inspection of the device found a crack on the female port of the blue filter. Functional testing involved a water leak test by introducing water using a syringe, which showed that there was leakage present at the female port of the blue filter. A review of the inspection activities documents was conducted and deemed adequate. A review of the assembly process was confirmed to be adequate. The reported defect was unable to be replicated during testing. Based on the evidence, the root cause was unable to be definitively concluded; it was suspected that the device failure was related to mishandling during connection of the port. It was determined that the device failure was not attributed to a manufacturing issue.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medex¿ ultra¿ small bore extension set was leaking from the seam of the female part of the filter. The leak occurred after the device had been in use for five to seven hours. The filter was removed and replaced. Dex was obtained to check blood sugar. The patient was monitored for signs of sepsis. No injury was reported. See MFR: 3012307300-2017-01017 and 3012307300-2017-01044.